Manufacturer narrative:
Lot number provided, UDI: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported procedure was completed successfully with no reported delay.

Manufacturer narrative:
Date returned to manufacturer. Initial reporter telephone: (B)(6). DHR review was completed. Part: 03.821.144; lot: 08.0679-I; manufacturing site: (B)(4). Supplier:(B)(4). Release to warehouse date: 10. Mar. 2009. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Customer quality conducted an investigation of the returned device. The evaluation has shown that the complete front part is separated from the shaft of the guiding device for inserter size l. The shaft is broken apart at the pin in the front part and also the weld between the front part and the shaft is broken. The device is in a very used overall condition, there are clearly visible stress marks from often and intense use all over. In addition there are hammer marks at the end piece at the handhold visible. The manufacturing documents were reviewed and no complaint related issues were found, the device was manufactured in march 2009. The relevant dimensions were as far as possible checked during the investigation and no deviation from the specification could be detected. Based on these findings we exclude a manufacturing related issue. Based on the provided information we are not able to determine the cause of this occurrence. The visible hammer marks could be an indication for a mechanical overload during use. Wear and tear by intense use over the years may also have played a certain role. In general we would like to mention that hammer blows should be applied onto the inserter (03.821.145) and not onto the guiding device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Checked dimensions with micrometer: outer shaft diameter. Specification 4mm 0/-0.01 / measured: 3.99mm = pass . Outer shaft smaller diameter. Specification 3mm 0/-0.01 / measured: 2.99mm = pass . Bore diameter locking piece m per drawing: specification: 3mm +0.01/0 / measured: not obtainable due to the remainders of the weld. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient information is unknown. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device is not distributed in the united states, but is similar to device marketed in the USA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the instruments broke during insertion of the prosthesis, the guiding device was inserted as stated in the op-tech, under gentle hammering. However the head of the guiding device snapped from the arm of the device. The head was easily obtained when the implant was disengaged. Exactly the same thing then happened again when they used the different sized inserter. Again the head broke from the arm, but implant was inserted without issues and the broken piece obtained easily. (B)(4).